Manufacturer narrative:
(B)(6). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with 3 broken clips remaining in it. The broken clips were manually removed from the cartridge. One of the clips had a pierced end hinge break as it broke where the hinge and leg on the pierced boss side meet. The two other clips exhibited staggered hinge breaks as it was broken in the center of the inner hinge and on one side of the outer hinge span. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file anp1900075360 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Three clips were returned broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with three broken clips. The broken clips were all broken at the hinge. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the doctor found a clip broken during loading prior to use on patient.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1900466 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found a clip broken during loading prior to use on patient.